Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial (ra) lead. Further review also showed that a lead safety switch occurred in (B)(6) 2018 due to high out of range pace impedances on the ra lead. The switch was caused due to impedance values greater than 3000 ohms, but before and after the switch, the impedances were stable around 975 ohms. The system was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide an updated conclusion code.